Manufacturer narrative:
The sensor replacement alert was first presented to the user on the 29th of july 2024, day 18 after insertion, which was 31 days after insertion. The RMA was authorized for the return of sensor for further investigation. A review of the raw sensor data shows adequate chemical performance remaining; thus, the in-house test results could not confirm the complaint. B4. Date of this report 25 october 2024. D9 device available for evaluation? Yes, device received on 09/03/2024. G3 date received by the manufacturer? 25 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on the 29th of july 2024, day 18 after insertion, which was 31 days after insertion. The RMA was authorized for the return of sensor for further investigation. Testing of the returned sensor did not show any issue with sensor performance. Further investigation on the log file indicated that the transmitter was placed in the charging cradle before the sensor replacement alert was triggered. Based on the log, the transmitter appeared to be docked but there were multiple mode transitions that indicate a malfunctioning charging cradle. It is probable that the continuous disconnection/connection of the charging cradle placed the transmitter into an unstable behavior and consequently falsely triggered the sensor replacement alert. B4.date of this report 25 october 2024. G3 date received by the manufacturer ?25 october 2024.

Event description:
On july 29, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.